Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving prialt via implantable pump for failed back surgery syndrome. It was reported that the patient's personal therapy manager (ptm) was showing an x on the screen. They attempted bolus and confirmed the screen indicated code 8476 (motor stall). The patient had spoken with their healthcare provider (hcp) earlier who confirmed that at the refill last week "everything looked fine" and pump should last until october. The patient heard beeping and confirmed dual tone alarm every ten minutes. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. Later that day the company representative (rep) reported that the patient contacted their hcp about the alarm and they were visiting the hcp to have the pump read. If stalled, the hcp will put them on oral medication and will schedule them for a pump replacement. There were no external factors involved. The patient's weight and medical history were asked but unknown/will not be made available. Additional information was received from the rep on 2021-02-03 who reported that the patient's pump did stall and they are being treated by oral medication currently. A pump replacement is scheduled for (B)(6) 2021.